Manufacturer narrative:
Issue occurred (B)(6) 2016, specific date is unknown at this time.

Event description:
Additional information: the reported issued occurred during use of the device for a cardiopulmonary bypass (cpb) procedure (at the end of the case while weaning off bypass). The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 9-mar-2016: this roller pump was being used as an arterial pump and during cardiopulmonary bypass, the perfusionist (ccp) observed a "belt slip" message on the local display. The "belt slip" occurred just as the ccp was weaning the patient off bypass and close to coming off. The pump ran a little erratically and displayed the "belt slip" error message. The patient was taken off bypass smoothly and before the pump could be reset or swapped out. There was no need for manual hand cranking. The event had no impact to the patient. The pump was changed out after the procedure. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The reported complaint was not confirmed. The field service representative (fsr) verified the rollers and tube guides were set within manufacturer specifications. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2016-00097 (different unit). The fsr ran the pump with tubing installed and checked it with a hand crank, could not duplicate the problem. The fsr advised the customer that this unit does not meet manufacturer specifications, so he could not approve it for clinical use. The last time a manufacturer's fsr inspected this system, was (B)(6) 2013. Since then, soaring hearts has been performing the maintenance, and their preventive maintenance (pm) was dated (B)(6) 2015.

Event description:
It was reported to the field service representative (fsr) while troubleshooting another complaint (refer to emdr #1828100-2016-00097) that there was a "belt slip" error on the roller pump. No other details regarding the nature of this event were provided.